Event description:
It was reported to vyaire medical problems with revel ventilator while vent was on a patient, it flashes 'vent reset' error, powered off, and restarted after 30 seconds. There was no patient harm reported associated with the event. The patient had to be removed from the revel ventilator and manually ventilated with an ambu resuscitation bag until they got back to the ICU.

Manufacturer narrative:
Equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify customer reported complaint regarding vent flashes 'vent reset' while on a patient, but did not shutdown. The complaint is not reproducible during bench testing. Service performed several power on/power of test, vent passed with no issues. Vent passed 216 hours of extended test at customer's settings without any unusual alarm or error condition. Vent also passed initial final test using automated testing fixture which test the total functionality of the ventilator. Vent passed initial alarm volume test with no restriction. Unit was opened and visually inspected and no anomalies were found. Process ventilator through service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.